Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026, for the treatment of polyps in the colon. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.